Event description:
It was reported that during a percutaneous coronary transluminal angioplasty procedure, stent damage was noted. The 80% stenosed lesion was located in the mildly tortuous left anterior descending artery. The physician was trying to advance a 3.00 x 16 mm taxus express2 paclitaxel-eluting coronary stent and was unsuccessful. They removed the device and noticed a flared stent strut. He predilated the lesion with a 3.0 x 10 cutting balloon and deployed another 3.0 x 16 mm taxus express2 stent successfully. The pt status is listed as fine.